Event description:
It was reported that the customer tried to pour the medicine liquid into a cassette which was not meant to hold it, but it would not go in. The customer thought that a little had gotten in, yet when the customer tried to get it out, it would not come out at all. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
One used device was returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. During functional testing, resistance was observed when pushing the fluid, the fluid flow appeared to slow at the cassette housing out going tube bond. In attempt to better visualize the partial occlusion the bond was cut out. Upon further inspection a partial solvent occlusion was observed. The complaint of drug not flowing in can be confirmed. The probable cause is due to an errant solvent application during assembly in tijuana. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.